Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. There are plans to perform a revision surgery; however, it is unknown if it has occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient also experienced an infection at the implant site which was treated with oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2025. Device analysis report attached.